Event description:
Customer called lifescan on 8/30/2002 to report error messages on their meter that prevent patient from obtaining a blood glucose result. "Battery" message and "clean test area" were resolved by trouble shooting, however the meter kept prompting "error 1". Patient stated they were weak and confused, and treated themselves with food and beverage. Customer cleans the meter with alcohol, which could be the cause of multiple errors on the meter. Patient stated that they went into an insulin shock but did not report seeking any medical attention, or the date and details around that. Customer's last reading the day before the call has been 297 mg/dl on the meter. There is no evidence that the meter caused customer any serious injury. Meter has been replaced.